Event description:
The rptr said that he had obtained er1 messages when using expired control solution. He reported that when he used fresh control solution, he did not receive the er1 message. Ct068560hp mwss